Event description:
The following was reported: "the flow rate was abnormally high after priming when the line was kept at 300 mmhg pressure during set up. Event date is unknown. "

Manufacturer narrative:
Device evaluation: customer report was not confirmed. Flow rate through flow restrictor was measured 3.3 ml/hour. Spec. Is 3-4 ml/hour per dfu. No visible defect was noted from flush device.